Event description:
It was reported that they were attempting to place the intra-aortic balloon (iab) in the patient's left femoral artery. When they advanced the balloon it began to unravel. At which time, they were able to remove the catheter which was very difficult. Reference MDR #1219856-2010-00403 for the second event involving the same patient.

Manufacturer narrative:
Sample will not be returned for evaluation. (B)(4).